Manufacturer narrative:
Findings: pump was received with bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone indicating about the scroll wracp recall on the insulin pump. Customer's blood gluocse at time of incident was unknown. The customer was advised on scroll wrap recall and understood. The customer was advised that we are able to still replace the pump but the replacement pump will still be oow and he understood.